Event description:
On (B) (6) 2010 the pt reported she received an e4 (occlusion) error on her insulin infusion device. She stated that as a result she had elevated blood glucose readings of 490 mg/dl, 480 mg/dl and the 300's mg/dl. Her normal range is 120-150 mg/dl. She said she changed the tubing today, but the e4 persisted. The pt was instructed to disconnect the tubing from the infusion headset and prime through the tubing which she did without error. She said the headset had been in use since (B) (6) 2010. She was educated on the proper change schedule. The pt stated she was in the hospital with broken bones so the nurse assisted her with changing the infusion headset. She received no further e4s. The infusion set was requested to be returned for eval.